Manufacturer narrative:
The user reported using an incompatible device. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used. Therefore, this complaint is not confirmed to use. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with a samsung a51 phone with android operating system version 15. The customer stated the low glucose alarm did not appear. As a result, the customer was unable to monitor glucose with the adc device readings and experienced intense fatigue and sweating. They contacted a healthcare professional, who treated the customer with fruit juice. There was no report of death or permanent impairment associated with this event.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with a samsung a51 phone with android operating system version 15. The customer stated the low glucose alarm did not appear. As a result, the customer was unable to monitor glucose with the adc device readings and experienced intense fatigue and sweating. They contacted a healthcare professional, who treated the customer with fruit juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced incompatibility issue with freestyle librelink application. Per the compatibility guide, use of the samsung galaxy a51 is incompatible with the reported application software version 15. This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a france customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.